Event description:
My son had a cold for a couple of weeks prior. He woke up, in 2009, with pain in right ear. Same ear with advanced bionics cii with positioner. Took to pediatrician in morning, and was diagnosed with an ear infection. Started on antibiotics (can't remember what antibiotic right now). Four hours later, complained of neck pain and headache. Contacted pediatrician again and went to emergency room. Diagnosed with bacterial meningitis. Started on vancomycin and ceftriaxone. Extremely sick for 24 hours. Began to reponed the next day. Discharged afternoon of two days later. Treated at home with 14 days of vancomycin and ceftriaxone. Current implant planned to be replaced spring of 2009. This is second case of meningitis due to implant and ear infection. First occurred in 2002, six to 10 months after implant. This implant was recalled in 2002, due to increased risk of meningitis. Dates of use: 2001 - 2009. Diagnosis: deafness.